Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation to treat atrial fibrillation, the faradrive steerable sheath was selected for use. It has been mentioned that visible air was seen in the sheath. No patient complications occurred. The procedure was completed successfully using alternate device. The product is not expected to return as disposed.